Manufacturer narrative:
(B)(4). Attempts to obtain further information we unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert from a remote monitoring system was tripped due to an unknown issue. No adverse patient effects were reported.